Event description:
T was reported that the patient underwent a right knee arthroplasty revision of the articular surface and patellar components approximately two (2) years post-operatively due to loosening. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the device was only revised routinely and did not cause or contribute to the reported event. This event is being reported under 0002648920-2025-00080.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented all poly patella 29mm catalog #: 42540200029, lot #: 65550973, persona cruciate retaining standard porous femoral component catalog #: 42502806802, lot #: 65098217, persona two-peg porous trabecular metal tibial tray right size f catalog #: 42530007502 lot #: 65569857. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface and patellar components approximately two (2) years post-operatively due to unknown reasons. Attempts have been made; however, no additional information is available.